Event description:
This spontaneous report was received from a canadian nurse and concerns a female patient. She was injected with radiesse(+), into the chin (off label use of device), for a chin augmentation procedure, on (B)(6) 2023. Radiesse(+) was diluted 1:1 with saline (product preparation issue). The right side of the chin was injected with approximately 1.5 ml of the dilution for demonstration, using a cannula. The patient previously had several aesthetic treatments and had some sort of complication with each treatment. She had a micro-needling procedure, pdo mono thread treatment, dermal filler injection procedure and lip fillers. The patient experienced cellulitis from the micro needling procedure, extreme hematoma for over 4 weeks following pdo mono thread treatment, she was immediately getting lymphedema following any dermal filler injection procedure and got widespread bruising every time after lip fillers. The patients medical history was reported as no notable. She had an allergy to bees. On (B)(6) 2023, after the radiesse(+) injection, the patient experienced that the right side started to appear pale. As the nurse at the clinic was about to inject the left side of the chin, to complete the treatment, the nurse trainer noticed that the symptoms. The nurse trainer suspected a vascular occlusion of the chin submental artery and saw pallor at the site of the injections. The patient was immediately treated with 4ml of nacl and massage. Some mottling of the skin appeared after this treatment. There was an improved appearance, immediately following massage and heat. Later that day, the patient was treated with another 4 ml of nacl. Petechial pattern was observed 6 hours later and further ecchymosis. A paper on vascular occlusion management was provided and a medical science liaison (msl) was contacted. On (B)(6) 2023, the patient was treated with 3 separate courses of 4 ml of nacl mixed with a small amount of lidocaine and an equal amount of hyaluronidase (1200 units). On (B)(6) 2023, the patient updated the clinic nurse and said there was improvement. On (B)(6) 2023, the patient had an in-person appointment. The area was improving and looked a lot better. All that was left was a small bruise on the chin. The patient was using nytro paste on the area and took cialis orally. At that time, no other treatment was planned. The nurse was going to see the patient again the following week. Due to the provided information, the outcome of the event was considered resolving. Follow-up information was received on 14-mar-2023: the patient was almost entirely recovered. All that remained was a faint small bruise on the chin. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.